Manufacturer narrative:
The unit was unable to perform displacement test due to missing retainer. Unit received missing o-ring (reservoir tube), cracked battery tube threads, cracked select button keypad overlay, keypad overlay texture damage, cracked case (battery tube) and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the reservoir compartment was damaged; the casing was broken off. The insulin pump was returned for analysis.